Manufacturer narrative:
Explant date provided therefore d6b updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old male with a medical history significant for non-ischemic cardiomyopathy and coronary artery disease received an impella 5.5 device for temporary mechanical circulatory support due to heart failure¿related cardiogenic shock. The device was surgically implanted via the right axillary artery. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. On post-implant day three, red-colored urine was observed, raising concern for hemolysis. An echocardiogram performed the prior day demonstrated interaction between the impella 5.5 device and the mitral valve apparatus. The device was repositioned under echocardiographic guidance; however, continued interaction with the mitral apparatus was noted. The physician noted a plan to obtain repeat echocardiography, send laboratory studies, and reposition the device if indicated. Impella performance levels ranged from p-5 to p-7 with corresponding flow rates between 3.6 and 4.5 l/min from impella performance levels ranged from p-5 to p-7 with corresponding flow rates between 3.6 and 4.5 l/min from (B)(6) 2026, through (B)(6) 2026., which were within appropriate operating ranges. The patient was reported to be in stable condition following the event and remains on impella support. Hemolysis is a known risk associated with impella support as described in the impella 5.5 instructions for use and may occur due to factors such as high pump speed, suction events, suboptimal device positioning, low left ventricular preload, or severe underlying cardiogenic shock. Patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.

Manufacturer narrative:
B1: product problem was omitted from the initial in error. Added code. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood / hemolysis: data log review could not confirm any potential patient or pump related hemolysis cause. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details. Device in wrong position: the cause of the position issue could not be determined without the returned product for investigation and sufficient clinical details.